Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's blood glucose level was around 400 mg/dl during the last 10 days. The patient experienced symptoms of feeling tired, thirsty, and weak. The patient used an insulin pen and the blood glucose levels decreased.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.